Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing leading to early termination of atrial arrhythmia while it was still ongoing. The ra lead remains in use. No patient complications have been reported as a result of this event.